Manufacturer narrative:
Eval summary: possible causes for rim impactor adapter failures are: impaction without a flush seated adapter to the cup rim leading to concentrated loading. A material defect within the particular fractured adapter. Secondary damage from handling leading to a stress concentration in this region. Based on the info available, a definitive cause for fracture cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the 40 mm rim impactor broke when it was in normal use driving in a ceramic liner into a continuum cup.